Manufacturer narrative:
The axium coil has not been returned for evaluation. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil prematurely detached as it was being halfway delivered into the aneurysm. The physician used the guidewire to push part of the coil into the desired location; however, a small part of the coil was in the parent vessel. The physician used a stent to press the coil against the vessel wall and the procedure was completed. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 12.1mm x 3.8mm located in the a3 segment of the anterior cerebral artery (aca). The patient¿s vasculature was minimal in tortuosity and the blood flow was normal. The pushwire was not bent or broken. There was no difficulty or friction during delivery and the physician did not reposition the coil. Continuous flush was administered and there was no rotation of the pushwire.